Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis summary: analysis revealed a high current drain condition. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported by the patient's mother that the device was on recall and needed to be replaced. Additional information was received from the manufacturer's representative stating that 3 - 6 months previous, carelink indicated normal battery, and the device was unexpectedly at eri. The device was explanted and not replaced as it was determined the patient no longer needed it. No patient complications were reported as a result of this event.